Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with a complaint of "overheating, not powering on." There was no report or evidence of illness, injury or medical treatment associated to the complaint. Devilbiss evaluated the unit and found it operating to specification. The concentrator base and front cabinet demonstrated evidence of thermal damage, but there was no evidence of overheating or any internal thermal deformation. The exterior thermal deformation was caused by an external heat source (i.e. Open flame, heating system).